Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin to resolve occlusion issue. Additional follow-up was requested for further assistance due to the recurring nature of the occlusion issues.